Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported deformation due to compressive- bent tip was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the anatomy and/or other devices resulted in the noted bent tip and ultimately resulted in the reported tip material separation/noted stretched and separated tip jacket and inner member. As reported, the separated piece was removed using a snare. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the 5x60 supera self expanding stent (ses) was advanced with no resistance and the stent was implanted. Upon removal of the delivery system with no resistance, the distal tip was noted to be bent and separated inside the anatomy. The separated piece was removed using a snare. There were no adverse patient sequela. No additional information was provided.